Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. The cpr4 head does not work, unless the usb connector is manually held in a specific position. In this case, communication with implant is restored. The reported event is caused by a component failure associated with the usb connector. The most probable hypothesis is that an unintentional user error contributed to this hardware failure. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, after 1 month of use cpr4 stopped working. No physical sign of bad usage. Hcp stated that it started to fail, but moving the cable they manage to use it. Now it stopped being recognised completly.